Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 6/12/2012 with the following findings: testing confirmed intermittent/slow responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the ok button will engage. None of the buttons on the keypad have normal spring back or click. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to this complaint, it was observed the bolus button has a hole in it exposing the internal plug.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.